Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 3003306248-2020-00051. Additional information was received that the patient expired on (B)(6) 2020. The patient had been admitted on (B)(6) 2020 after being treated for multiple pump stoppages which required CPR. The driveline repair was unsuccessful as it appeared the patient's driveline fault was more proximal to the pump. The patient decided to undergo left ventricular assist device (lvad) pump exchange and aortic valve replacement (avr) for treatment of her driveline fault. A redo sternotomy was performed on (B)(6) 2020 and during device explantation, purulent drainage accidentally entered the chest cavity. A new lvad was not implanted and the patient was transitioned to extracorporeal membrane oxygenation (ECMO) using centrimag circulatory support system until the infection could be cleared. At this point the patient was experiencing disseminated intravascular coagulation (dic) and the ECMO flow began to drop. A clot was found to have developed in the left ventricle and left atrium. Despite cleaning up the clot and altering cannulation strategies for ECMO, flow level remained low to none and clot continued to form in the left ventricle. The patient's mean arterial pressure was unable to be elevated above 30 mm hg. Her family ultimately decided to withdraw support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported alarms and pump stop events captured in the submitted log files. Additionally, a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 4.25¿ from the pump housing. A distal portion of the dl was returned measuring approximately 24¿. Evidence of a previous driveline repair was observed on the 24¿ dl segment. The silicone jacket showed areas of discoloration but no signs of damage. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) and the outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) were returned attached to their respective pump¿s ports. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 24.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline segment was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Electrical continuity testing was performed on the returned 4.25¿ and 24¿ portions of the driveline and all wires were found to be electrically intact. Visual inspection of the 4.25¿ dl segment revealed breaches to the insulation of the red, brown, black, and yellow wires approximately 2.5¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires if the exposed conductors of the red, brown, black, or yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to either the power module/mobile power unit or battery power. During disassembly, a smooth tissue-like deposition was observed loosely seated on the proximal-side of the inlet stator. Cosmetic damage to the outer silicone jacket observed on the replaced external portion of the patient¿s driveline. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket), sepsis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump had several stops, while connected to batteries, resulting in the patient suffering significant hemodynamic changes. The patient was symptomatic, requiring CPR once, and their torso movements provoked the low flow alarms. However, the patient has had no recent dramatic weight loss/gain. X-rays of the percutaneous lead were requested and, upon receipt, they appeared to be unremarkable and there was no reported driveline trauma. On (B)(6) 2020, technical services were on site and performed driveline repair, with the splice starting approximately 2.5 inches from the exit site. However, the pump stop alarm returned immediately when the patient was tethered to the power module with a regular grounded cable. The patient received an ungrounded patient cable.